Manufacturer narrative:
On june 3, 2024, invacare was made aware of an event that occurred in sweden involving an ocean dual vip ergo mobile shower chair. Invacare is filing this medwatch in an abundance of caution due to the ocean dual vip ergo shower chair is sold in the u.s. The subject device was manufactured by invacare germany, aquatec operations. Photos have been provided. The photos confirmed the allegation; however, the underlying cause has not been determined with the available information at this time. Additional information has been requested. The aquatec ocean vip ergo/aquatec ocean dual vip ergo user manual states to always perform a visual inspection of the product for external damage before each use. If additional information becomes available, a follow-up medwatch will be filed.

Event description:
When the user was tilted back in the mobile shower chair, ocean dual vip ergo, the back part suddenly detached from the chassis and the user falls backwards.the user¿s head hit the wall and radiator behind the chair and their head began bleeding. Two personal assistants helped the user down to the floor, and an ambulance was called. At the ER the user received stitches to the back of his head. The user returned home the same evening.